Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An endoscopy support specialist (ess) was dispatched onsite (B)(6) 2023 to observe and perform a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper device handling for the user facility. The event can be prevented by following the instructions for use (IFU) section: preventive measure is described in IFU: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopy support specialist (ess) observed during an onsite visit, the user facility staff was improperly precleaning the evis exera iii duodenovideoscope. Additionally, equipment handing and transport methods were not in accordance with the instructions for use (IFU). No patient infections or injuries reported. Related patient identifiers: (B)(6) for additional devices improperly reprocessed during observation.

Manufacturer narrative:
Based on the observation summary report from the olympus endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the customer did not properly preclean the device according to the olympus instructions for use (IFU). The customer removed the distal cap with a 4x4 then suctioned detergent solution for 10 seconds while moving the elevator. The scope was then placed into a transport container and taken to the decontamination area. Additionally, the boot of the insertion tube was sharply bent by the physician during use. The device was hand carried from the reprocessing room to the storage cabinets and the distal end was not protected from impact damage. During removal from the storage cabinets, the distal tip was unprotected and was held with one hand causing the scope to be sharply bent. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.